Event description:
It was reported that during a lap low anterior resection, the cartridge came off and fell into the patient when the device was closed for the 1st firing. The cartridge was loaded in ec60a. The cartridge was damaged and the sled and drivers dropped. The fallen cartridge and dropped pieces were retrieved from the patient with a forceps. When the cartridge was visually checked, all fallen pieces seemed to be removed. Another cartridge was loaded into the same device and used to complete the case. There were no adverse consequences to the patient. In this hospital, a nurse would pass the device to the doctor after checking function of closing/opening (close, open and close the device) on the mayo table, so, it was suspected that the device could have been closed properly at the time of this incident. A nurse commented that the device had not clamped a forceps and there had been no unexpected resistance.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Damaged cartridge. The cartridge was received unfired (wedge sleds unfired). The drivers were out of the cartridge, but they were undamaged. The cartridge was disassembled and there was no damaged to the cartridge body or drivers; however, the cartridge pan and sled rails were noted to be slightly bent. The cause of this issue is unknown. The batch record was reviewed and no anomalies were noted during the manufacturing process.